Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 8:00 am the patient was experiencing the symptoms of slurred speech and ¿drooping eyes¿. At that time, the patient obtained the blood glucose reading of 78 mg/dl on the reported meter. Emergency medical services were contacted, and within 30 minutes the paramedics tested the patient¿s blood glucose level to be 29 mg/dl using their meter. The patient was treated intravenously with glucose. The patient manages her diabetes with the oral medications glipizide and metformin, and solostar (lantus) insulin. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the reported meter, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on 7/23/2014 and evaluated by lifescan product analysis on 7/24/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.